Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio provided the customer with a replacement 3rd party usb data cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed 3rd party usb data cable and was able to duplicate the reported issue when the cable was flexed. Physio determined that the cause of the reported issue was due to an electrical short in the cable.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself while they were attempting to download the device's electronic event files. There was no patient use associated with the reported event.